Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned sliding mechanism has a broken handle and the returned hohmann-style arm is broken at the weld joint. The sliding mechanism black plastic handle is in 2 pieces and separate from the metallic assembly. For the sliding mechanism, the complaint is confirmed. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Per the technique guide, the sliding mechanism is used in conjunction with one of the four attachment arms (hohmann-style arm, pelvic arm, percutaneous arm and bone hook-shape arm) to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. A review of the current design drawing/manufactured revision for the devices were performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A root cause could not be definitively determined; a probable cause is that rough handling of the devices and/or use with a previously damaged device has led to the complaint condition. It is not likely that the design of the device contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hohmann-style arm was found to be broken at the weld joint in sterile processing. It was also initially reported that the sliding mechanism would not advance. It is not known how or when the devices became damaged. There are reportedly no missing fragments on either device and there was no known patient or surgical involvement at the time the complained device issue was discovered. Initially, only the hohmann-style arm event was considered a reportable malfunction; however, upon receipt and visual inspection of the sliding mechanism by the manufacturer, it was observed that the handle was broken. No missing fragments were observed; however, the event was re-evaluated and determined to be reportable. This is report 2 of 2 for (B)(4).